Event description:
Lead tested out of specification during manufacturer's analysis.

Event description:
Lead tested out of specification during manufacturer's analysis. Additional information received that patient developed thrombosis of left subclavian vein subsequent to scratch and cellulitis of left forearm. Developed ecchymosis around pocket which culminated in erosion. Device was removed from service. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Other text: lead tested out of specification during manufacturer's analysis. Additional information received that patient developed thrombosis of left subclavian vein subsequent to scratch and cellulitis of left forearm. Developed ecchymosis around pocket which culminated in erosion. Device was removed from service. No further patient complications have been reported as a result of this event. Actual device involved in incident was evaluated. Electrical tests performed mechanical tests performed. Visual examination component/subassembly failure. Insulation device was out of specification but this does not relate to event unknown (for use when the device problem is not known).